Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident was most likely due to device programming.

Event description:
Due to oversensing on the r-wave, the intrinsic beats were undersensed by the device which led to the delivery of therapy. No intervention has been taken at this time and the patient was stable with no consequences.